Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Rv lead noise noted in follow up and through hmsc and lead remains implanted. Sensitivity increased per doctors order. No adverse patient events were reported. Should additional information become available, this file will be updated.